Event description:
It was reported that: "my quality dept. Brought to my attention that shipment from may under (B)(4) arrived with the differences below." The expiration date on the certificate of conformance indicates an expiration date of 08may2027 however, the actual product was labeled with an expiration date of 06may2027 per customer's image. Incident report form received for complaint indicates no patient injury was sustained.

Manufacturer narrative:
Balt USA reference (B)(4). Note: this complaint file is being reported late as part of a corrective action following an FDA inspection. After a review of historical complaint files, it was determined that for this complaint the device failed to meet its performance specifications according to the initial claim submitted by the user. For these complaints, the potential harm did not lead to a serious injury or death, however the performance specification which was failed to be met for these complaints could have led to a serious injury or death based on the initial information that was reported to balt. Investigation of the reported issue is ongoing at the time of this report. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.